Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional prostyle device with reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using two prostyle devices device relative to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the foot of the first prostyle device was stuck open even when the lever was opened and closed. The device was removed with force. No vessel or tissue damage was noted. Another prostyle device was deployed; however, a cuff miss [suture retrieval issue] was noticed. Two additional prostyles were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The reported difficult to open or close [the foot] was not confirmed. The difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, it is possible that there was an interaction with the foot and tissue preventing the foot from fully closing inhibiting removal. This is based on the second device suffering a cuff miss which indicated vascular interference. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.